Event description:
Patient had a bravo capsule placement for a 96-hour ph study. Patient was instructed on how to use the bravo monitor prior to procedure. Patient called today reporting about her bravo monitor issue. The patient noticed the red light flashing in the monitor which started last night and reported that the machine was beeping continuously even though its placed close to the patient's body. The issue was reported to bravo technical support by phone. The technical support representative suggested the patient to come to the hospital to upload the data, then try to re-start the study. Patient came, returned the bravo machine. Nurse was able to upload the study and able to get 96-hour ph study. But nurse was not able to re-start the study. Doctor was informed of the incident. Doctor spoke with the patient through the phone, assistant manager informed of the incident. Bravo machine #1 serial # (B)(4). Capsule ID (B)(4), lot#46548q, expiration date: 7/7/2020.